Event description:
It was reported the right atrial lead dislocated without consequences to the patient's health. The patient refused having lead revision procedure, and the device was programmed to ventricular pacing-sensing and the inhibited mode of response. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.